Manufacturer narrative:
Concomitant medical products: product ID 3389, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported there were high impedance intra-operatively on (B)(6) 2016. Healthcare professional inquired if 0 and 8 should have high impedance with alligator clips. Clarification of the issue was not provided and information was not provided to troubleshoot. They were using an external neurostimulator (ens) to test the lead.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va14qg0, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 3389s-40, lot# va14qg0, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID neu_stylet_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep reported that they were in surgery placing a lead after nuero electrode recording. The healthcare provider (hcp) asked for another lead because he said the end contacts of the lead got caught and were pulled at the end of the plastic protection tubing when he was taking it out of the package. He was concerned the lead may have been damaged by the plastic protective tube during this action. They did not test the lead for impedance issues as hcp was not comfortable placing in patient brain for possible break. They opened a second lead and tested 3 times with alligator clips which gave high impedances more than once. Hcp asked for a third lead and another testing cable. A third lead was placed and tested ok and this lead was implanted in the patient. It was indicated that the extensions were implanted and impedance was normal at stage ii implant on (B)(6) 2016. There was no patient injury reported.

Manufacturer narrative:
Analysis of lead (B)(4) found no anomalies and analysis of lead (B)(4) found the lead distal end electrode distal end was bent. Returned leads were tested with a known good screening cable, the cable was connected to an ens while lead distal end placed in a 0.9% saline solution. With a clinician programmer impedance were measured and normal impedance were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.